Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the clip was not being stable in the jaws of the device, slipped off vessels, and the device jammed.